Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had pain at the device site, they did not feel the therapy had been helpful despite several program adjustments, and felt it was worsening back pain. The device was turned off but the patient continued to have pain in the pocket. It was noted that per the doctor, all programming was completed and it was not going to resolve the issue. The patient wanted the device removed, the doctor agreed, and the entire system was explanted. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming. The issue was resolved without sequelae. No further complications were reported/anticipated.